Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported via literature article entitled: outcome after stapled perineal rectosigmoidectomy using transtarr. Author : lieske b., conaghan p., farouk r. Citation: diseases of the colon and rectum. 2010; 53(4): 592. Doi: http://dx.doi.org/10.1097/01.dcr. The purpose of this retrospective study was to determine immediate and short term outcomes after transtarr assisted perineal rectosigmoidectomy. A total of 20 consecutive women (age range: 41 to 96 years old) who presented with a full thickness rectal prolapse underwent stapled perineal rectosigmoidectomy between july 2008 and november 2008. During the surgical procedure, transtarr stapled perineal rectosigmoidectomy is performed by placing the patient in lithotomy and the rectal prolapse delivered externally. The rectum is divided longitudinally at the 3 and 9 o'clock positions with a linear stapler effectively creating anterior and posterior full thickness rectal flaps. The flaps are then transected transversely one centimeter above the dentate line with the transtarr stapler (ethicon). Reported complications included rectal bleeding (n-2), hemorrhoids (n-1) which was given unspecified treatment, and diverticular related bleeding (n-1) which was given unspecified treatment. It was concluded that the transtarr stapled perineal rectosigmoidectomy offers a safe perineal surgical option for patients with full thickness rectal prolapse in whom an abdominal procedure is not an option.